Event description:
User alleges that the left side of the walker locking mechanism would not lock causing her to fall and hit her head. A doctor's visit alleged that the user received a slight concussion.